Manufacturer narrative:
Date of event: unknown. For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed as (B)(4) is an OEM manufacturing site. Additional lot number: medical device lot #: 7l2221; medical device expiration date: 11/30/2020; device manufacture date: 3/10/2008. Investigation summary: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for dull needle points and insufficient blood flow with the incident lot was not observed as all samples met the required specifications. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for dull needle points and insufficient blood flow with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set are not drawing blood and seem dull and that the customer saw a small flash but when they try to attempt to use a vacutainer or syringe to collect blood, bubbles are seen in the line. No report of injury or medical intervention.